Event description:
It was reported that 3 bd insyte 20ga x 1.16in catheter had catheter tip damage. The following information was provided by the initial reporter : the consumer reported that the catheter appears flowered before use, the patient is punctured up to 3 times.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a video of the issue for evaluation. A review of the device history record was performed for the reported lot, 1287619, and no quality issues were found during production. Our quality engineer reviewed the provided video and observed resistance when the technician attempted to puncture the patient. Therefore, based off the provided video the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for investigation a definitive root cause could not be determined.

Event description:
It was reported that 3 bd insyte 20ga x 1.16in catheter had catheter tip damage. The following information was provided by the initial reporter : the consumer reported that the catheter appears flowered before use, the patient is punctured up to 3 times.